Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp6510) and healing abutment (ieha563) were returned for investigation (images 1 - 4). The reported event occurred at tissue level. Therefore, this investigation was performed only on the implant. Visual evaluation of the as returned implant identified signs of wear due to usage. There was no apparent malfunction with the device. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was diabetes. The reported device had been placed on tooth #19 (universal) for approximately 20 days. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2019052376) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2019052376) and no similar event or complaint was found. Based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that post placement, patient complained of pain and discomfort. Implant at tooth site #19 was removed. Patient opted not to have a future implant. Symptoms as a result of the event: pain and discomfort.